Event description:
On (B)(6) 2011, the patient underwent endovascular treatment for an infrarenal abdominal aortic aneurysm with gore excluder aaa endoprosthesis. On (B)(6) 2012, the patient underwent reintervention. The trunk ipsilateral leg component was re-lined with an additional gore excluder aaa endoprosthesis to treat type iii endoleak. A hole was suspected in the left iliac axis of the ipsilateral leg component. There was no reported enlargement of the aneurysm. The patient tolerated the procedure and the endoleak was resolved.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions: the gore excluder aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and / or require intervention include but are not limited to; endoleak. Additionally, according to the gore excluder aaa endoprosthesis instructions for use, patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.